Event description:
It was reported to medtronic minimed that the sensor box was damaged. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7040a and mmt-7040a. Troubleshooting was performed it was reported packaging was not sealed properly, misshaped, or sterile packaging was not intact. No harm requiring medical intervention was reported. Product return requested for mmt-7040a and the device was returned for analysis, product return requested for mmt-7040a and the device will not be returned for analysis and mmt-7040a and the device will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the fifteen returned new/unopened sensors and unable to confirmed packaging anomaly due to customer did not return original packaging box. Found some sensors tray smashed like as noted in the comments by the customer, in summary the customer complaint of sensors damage was confirmed found sensors tray damaged. Because the customer did not return original packaging/box, it is impossible to determine when or how this happened. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.